Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of open hepatectomy, the surgeon fired the handle to the vessel, however large bleeding occurred temporarily. The surgeon checked the stapling was completed. More than 500cc of bleeding occurred as a result of the issue. The surgeon arrested the bleeding properly. The surgical time was extended by more than 30 minutes. The procedure was completed with manual suturing. The patient recovered smoothly and left the hospital with no problem.